Manufacturer narrative:
The insulin pump passed the full functional testing including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. The device was monitor for 48 hours and no unexpected pump error 4 or pump error 15 was noted during testing. The device was received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.